Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was not confirmed. The device evaluation found: dust accumulated inside the device; low light intensity due to consumed xenon lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when in optical digital mode, the light source goes out and the screen remained dark. The issue was observed during preparation for use for an unspecified procedure. After reattaching it several times, the device worked as intended. The procedure was completed using the same equipment. There were no reports of patient harm or impact associated with this event. This report is related to the following linked patient identifiers: (B)(6) (b)(3) 10oct2023 and (B)(6) (b)(3) 12oct2023 to capture additional occurrences.